Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with corneal haze on both eyes. The date of treatment was (B)(6) 2016 and the date of discovery was (B)(6) 2016. A brief description from the surgery center indicated it was a nonsymptomatic corneal haze after a photorefractive keratectomy (prk) procedure. Topical steroids dosage was increased to treat the symptoms. Pre-op: bcva from (B)(6) 2010: right eye pre-op 20/15 -3.00 x .00x .00; left eye pre-op 20/15 -2.50 x .00x .00. Post op: bcva from (B)(6) 2016: right eye post-op 20/20 .25 x -.50 x 170; left eye post-op 20/20 .50 x -.25 x 10.